Event description:
It was reported that the filament of the abbott diabetes care (adc) device remained in the customer's skin. The customer removed the sensor from their arm and noticed the filament was stuck in their arm. They experienced inflammation at the sensor site. In response, they went to see a healthcare professional who assessed the site and referred the customer to the hospital for an ultrasound and removal. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. The sensor plug is properly seated. Severed sensor tail was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. The product has been requested back for an investigation and the customer agreed to return the device; however, at this time the partial product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the filament of the abbott diabetes care (adc) device remained in the customer's skin. The customer removed the sensor from their arm and noticed the filament was stuck in their arm. They experienced inflammation at the sensor site. In response, they went to see a healthcare professional who assessed the site and referred the customer to the hospital for an ultrasound and removal. There was no report of death or permanent impairment associated with this event.